Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a faulty g1 board (printed circuit board). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was not displaying an image. A faulty switchboard was discovered and caused the image failure. Additionally, one of the printed circuit boards was failing and generating a fan error. The panel also had scratching present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus high-definition lcd monitor device, it was discovered that the unit was not producing an image. This event had no patient involvement.